Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery sn (B)(4) will not power on the autopulse platform. The status leds on the battery illuminates 4 green lights. The battery was tested in another platform with the same result. The battery successfully charges in the multi-chemistry charger. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was corrected. The customer originally reported the fully charged autopulse li-ion battery (sn (B)(6) will not power on the autopulse platform. Upon follow up, the customer reported the battery is functioning as intended and there is no device malfunction. The battery was put back into rotation. Therefore the device will not be returned for evaluation. The MDR is being retracted due to no device malfunction.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(6) will not power on the autopulse platform. The status leds on the battery illuminates 4 green lights. The battery was tested in another platform with the same result. The battery successfully charges in the multi-chemistry charger. Upon follow up, the customer reported the battery is functioning as intended and was put back into rotation. Therefore the battery will not be returned for evaluation. No patient involvement.